Manufacturer narrative:
Device used in a veterinary case ¿ no patient information will be reported. Complainant part is not expected to be returned for manufacturer review/investigation. Occupation: reporter is a medical device distributor. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: veterinary complaint: it was reported that on an unknown date, a handle mini quick coupling was broken. It is unknown how the issue was discovered. It is unknown if there was patient and procedure involvement. This report is for a handle with mini quick coupling. This is report 1 of 1 for (B)(4).